Event description:
During a procedure, a cautery knife came in contact to the device and the device went into back-up vvi mode. Technical support was contacted and the device was reprogrammed. The patient was in stable condition.